Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported failure to use or recharge the scs system approximately 2 years ago due to discomfort at the ipg site (described as shocking by the patient). As a result, external devices will no longer to communicate with the ipg where the device has been deemed inoperable. In addition, the patient alleges the ipg site has been uncomfortable since previous weight loss. Surgical intervention may be undertaken as the next course of action to address the issue.